Event description:
It was reported that the customer experienced a blood glucose (bg) level of 70 mg/dl, was "convulsing and had seizures" resulting in "bruise on [their] face after hitting [their] head on the nightstand", "lump on the back of [their] head", and "limbs were cut up and bruised". Cause was not clear. Customer's family member administered 3 glucagon injections and applied "cake icing added to [customer's] gums". Customer was admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, "antibiotics, blood pressure controls, intubated and was on ventilator, body heater due to patient body temp dropping to 77 degrees fahrenheit. Heart catheterization, MRI, fentanyl drip, [cervical] spine brace", resolving the issue. Additionally, customer "is on dialysis and is currently waiting for pancreas and kidney transplant". Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.